Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer failed to properly cycle the cartridge and had been using the same cartridge and infusion set for over 2 days using lispro insulin. Tandem clinical support educated the customer to properly cycle the cartridge before use and that lispro insulin is indicated for use with tandem supplies for 2 days. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a manual insulin injection. Customer changed pump supplies to address the issue.